Event description:
It was reported that an 8f angio-seal sts plus was deployed without complications. The implant date is month specific; the exact date was unknown. Approximately 1 month after deployment, during a follow-up visit on (B)(6) 2010, a flow murmur was observed around the puncture site. An ultrasound was performed, which revealed an echogenic substance with one edge not firmly fixed on the vessel wall, and a thrombus-like movable substance attached to the edge. The patient had no signs of ischemia in the lower limb; however, the patient was treated with warfarin. Six days later, the patient visited the hospital for follow-up, at which time a flow murmur was not observed and the thrombus decreased in size. The abi showed no difference between the right and left leg. The patient will continue with warfarin for two more months.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal patient information guides state within 60-90 days (12 weeks), the anchor, collagen sponge and suture of the angio-seal will naturally be reabsorbed by the body.